Event description:
Customer reported that the panorama central station shut down, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included clearing the error logs and replacing the system hard drive. Communication was reestablished. System was tested to factory's specifications.